Event description:
It was reported that during a ptca treatment procedure, the nc monorail 15/3.0 mm balloon ruptured due to over inflation. The lesion being treated was a very calcified lesion in the distal left anterior descending coronary artery. An unspecified type of stent was implanted, with a poor result as the stent did not completely and fully deploy. The nc monorail balloon was used for post dilation of the stent and was inflated to 22 atms (rated burst pressure is 18 atms). After several unsuccessful attempts to withdraw the ruptured balloon, the physician cut the catheter shaft and used a "lasso" in order to try to withdraw the balloon. The physician was unable to retrieve the ruptured balloon which subsequently occluded the coronary artery. The pt required emergent CABG surgery. No additional information is available regarding this event.